Manufacturer narrative:
(B)(4). No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that a pen needle 32gx4mm 14 pack leaked during use. The following was reported by the initial reporter: "the patient was given norohexin 30r for a long time due to diabetes. During the use of norohexin 30r on (B)(6) 2020 the injection needle leakage was found, and the injection pen needle was changed immediately. In the afternoon, the patient went to our hospital to tell him the adverse reaction."